Event description:
This device was implanted on (B)(6) 2013 and was explanted on (B)(6) 2018 due to infection and presenting for ICD system extraction in the setting of pocket infection with local erosion. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).